Manufacturer narrative:
Upon completion of the investigation, it was noted that the evaluation of the instrument revealed that the tips are excessively damaged. The tips are discolored and melted. This damage is consistent with excessive heat introduced to the instrument resulting in melting of the metal tips. It is likely that the heat setting was too high and resulted in the damage found on the tips, this however could not be confirmed. It is recommended that the instructions for use be followed to insure proper instrument function and prevent instrument damage. There are no other anomalies noted on this instrument. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
On (B)(6) 2016, the surgery was performed for sta aneurysm to the patient, during peeling off the blood vessel. The device was used with 80-2940. The spark occurred during surgery. The tips were melted and became mass. The tissue was no burn so the event happened after wipe off the tip. There was no adverse consequence to the patient and no further information was provided by hospital.